Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the patient felt a bit dizzy from the event. No further alarms were noted since the event occurred.

Event description:
It was reported that the patient had a pump off alarm after 5 seconds and high powers and flows. It was unknown if it was an electrostatic discharge event. It was noted that the patient was drinking something at the sink when the low floe alarm was active. The event log file recorded a sudden speed reduction and pump stop event associated with left ventricular assist device internal fault event. It additionally contained (f55) motor_instability, (f51) high_current, and (f68) rotor_displacement lvad faults during the sequence of events. It appeared that the event may have been due to rotor instability associated with a momentary issue with one of the internal bearing controllers in the lvad. The instability was detected and triggered an lvad reset event which would have caused the brief pump stop event. The cause of the event could have been a random event that could have been triggered by esd. The events may have also been caused due to something other than blood moving through the lvad rotor chamber. The event appeared to have lasted for approximately 8 seconds. There were no other unusual events recorded during the history.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed events consistent with rotor instability; however, a specific cause for this finding could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported dizziness could not be conclusively established through this evaluation. The submitted system controller event log file contained events from 11oct2025 through 15oct2025. On (B)(6) 2025, low speed advisory, low flow, and left ventricular assist device internal fault alarms were captured, associated with elevations in motor power and estimated flow. Following these events, a pump restart was requested by the system controller, which has software version 1.7.0. The events appeared to be a result of rotor instability. The requested pump reset resolved the rotor instability event, as intended by design. No other notable events or alarms were captured. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU),rev. C, and the heartmate 3 lvas patient handbook rev. B, are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events that may be associated with the use of the heartmate 3 lvas. Section 7 of the IFU, "alarms and troubleshooting" describes alarm conditions, including the lvad fault advisory, as well as the appropriate actions associated with them. Section 5 of the patient handbook, "alarms and troubleshooting" also includes a list of alarms and the proper actions associated with them. Section 8 of the patient handbook, "handling emergencies" lists examples of emergencies and what actions to take, including when the pump has stopped. The patient handbook instructs the user to call their hospital contact if the user thinks, for any reason, any portion of the equipment is not functioning as usual, is broken, or the user is uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.